Manufacturer narrative:
Review of manufacturing records confirmed there were no unresolved nonconformances found with the handheld prior to distribution.

Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the touchscreen was unresponsive. The cause for the anomaly is associated with debris that was trapped between the screen and top bezel. Once the debris was removed and the screen was cleaned no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution.

Event description:
On (B)(4) 2012, it was reported to the manufacturer that a (B)(4) handheld device used by the physician is not holding charge. A replacement handheld device was sent to the physician and the handheld device in question was returned to the manufacturer on (B)(4) 2013. Product analysis is currently in progress and has not been completed at this time. It is currently unknown how the handheld device is stored when not in use and if any user mishandling or user error occurred.